Manufacturer narrative:
Manufacturer's report date: april 25, 2014. Internal file no: (B)(4). This report was filed by the manufacturer. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of the reported issue was not identified.

Event description:
Customer reported that the medefil syringe unwinds itself from the valve and leaks while trying to flush the valve. There was no report of patient harm or medical intervention. No further patient/event information is available.